Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("partial hysterectomy / she has had recently 2 ultrasounds and there was no mention of the essure in the reports"), cervical dysplasia ("cervical dysplasia that led to the removal of her cervix") and gallbladder disorder ("gall bladder issues") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy (allergy to implanon) and hair loss (during implanon). Concomitant products included etonogestrel (implanon). In 2009, the patient had essure inserted. In 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), micturition urgency ("severe urgent frequent urination"), pollakiuria ("severe urgent frequent urination"), coital bleeding ("spotting and bleeding after intercourse"), premature menopause ("early menopause"), ovarian failure ("ovaries declined to function"), abdominal distension ("severe bloating"), weight increased ("weight gain of 36 pounds"), alopecia ("hair loss"), ovarian cyst ("ovarian cysts"), amenorrhoea ("period stopped after insertion of essure"), fatigue ("chronic fatigue"), breast tenderness ("breast tenderness"), vitamin d deficiency ("vitamin d deficiency"), pruritus generalised ("itching all over her body"), dizziness ("dizziness"), memory impairment ("forgetfulness") and feeling abnormal ("brain fog"). The patient was treated with cyanocobalamin-tannin complex (b12), solifenacin succinate (vesicare), surgery (partial hysterectomy, removal of her cervix and gall bladder removal on (B)(6) 2017). At the time of the report, the hysterectomy, gallbladder disorder, micturition urgency, pollakiuria, coital bleeding, premature menopause, ovarian failure, abdominal distension, weight increased, alopecia, ovarian cyst, amenorrhoea, fatigue, breast tenderness, vitamin d deficiency, pruritus generalised, dizziness, memory impairment and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, breast tenderness, cervical dysplasia, coital bleeding, dizziness, fatigue, feeling abnormal, gallbladder disorder, hysterectomy, memory impairment, micturition urgency, ovarian cyst, ovarian failure, pollakiuria, premature menopause, pruritus generalised, vitamin d deficiency and weight increased with essure. Diagnostic results: she has had 2 recently ultrasounds and there was no mention of the essure in the reports. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.